Manufacturer narrative:
B5: product returned for investigation; external visual inspection: pass; transmitter voltage test: pass; nordic bluetooth pairing test/download: fail.

Event description:
Product returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test/download was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.